Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/side pain') in an adult female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included hypercholesterolemia, sinusitis, amenorrhea, concussion, dermatitis, hypothyroidism and skin lesion. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the menorrhagia, migraine, fatigue, alopecia, musculoskeletal pain and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache lot number: 626977 manufacturing date: 2008/04 expiration date: 2010/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of product technical complaint. On 3-oct-2019: fu 4 and 5 processed together. Pfs received. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female/side pain') in an adult female patient who had essure (batch no. 626977) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test ". The patient's concurrent conditions included hypercholesterolemia, sinusitis, amenorrhea, concussion, dermatitis, hypothyroidism and skin lesion. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2011, the patient experienced fatigue ("fatigue,"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("shoulder pain") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved and the menorrhagia, migraine, fatigue, alopecia, musculoskeletal pain and back pain outcome was unknown. The reporter considered alopecia, back pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.3 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal).events: menorrhagia), migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: pelvic pain ,shoulder ,back pain , vaginal discharge, fatigue, weight gain, hair loss,plaintiff did not undergo essure confirmation test were added. Medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.